Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department complaining of shortness of breath and tachycardia. A remote transmission was generated and reviewed by qualified personnel. R-wave amplitude (right ventricular [rv] lead sensing) variability was noted, as was possible intermittent undersensing by the right atrial (ra) lead which resulted in possible false device classification of episode termination. Both leads remain in use. No further patient complications have been reported as a result of this event.